Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/29/2014 with the following findings: the battery compartment was cracked from the top and was found to be the source of a leak. Evidence of moisture corrosion was found in the battery compartment. Unrelated to the moisture ingress, the ok and up buttons were intermittently unresponsive. Contamination was found underneath all of the keypad button contacts. Additionally, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.